Event description:
It was reported that the attune distal femoral jig was damaged when case was opened prior to a case it is unknown whether it was damaged before arrival to the hospital or during the sterile cleaning phase.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the hospital has reported a loan instrument as damaged when they opened the tray before a case." The product was not returned to depuy synthes; however, photos were provided for review. (B)(4)'. The photo investigation of '(B)(4), attune distal femoral jig revealed that cutting block clip has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended user error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Pe code was updated from broken (2+ pieces): pre or post operatively/step unknown to broken (2+ pieces): intraoperatively. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any adverse consequence to the patient relevant to this event? No. B. Please can you clarify where this event occurred- pre/post op or intra op? Intra.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the hospital has reported a loan instrument as damaged when they opened the tray before a case.". The product was not returned to depuy synthes; however, photos were provided for review. ¿(B)(4) attune distal femoral jig slide 254400520'. The photo investigation of '254400520, attune distal femoral jig revealed that cutting block clip has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended user error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, the hospital has reported a loan instrument as damaged when they opened the tray before a case, it is unknown whether it was damaged before arrival to the hospital or during the sterile cleaning phase. Image attached. Lot number not available at this time. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the attune distal femoral jig has the red lever broken, the broken piece was not returned for evaluation. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to heavily forces and damage the mechanism of distal femoral jig. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.